Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, crts 3731065 x3, siebel (B)(4) (con): information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for peripheral neuropathy and spinal pain. It was reported that the device stopped working. The patient was looking to see if he could get somebody to hook it up to a computer to see if there was something wrong. The patient would turn the recharger on and get three little icons at the top. The patient said what he was getting was it was not connecting. The patient wasn¿t getting any coupling boxes. The patient would hit the green button and get nothing at all. It wasn¿t blank, it just was staying at a pause like if you get up and unplug it and press the middle button. It would show a paddle on it with a recharger icon. The patient said they were having trouble getting the right spot. The patient said he had a little firth on him, so it has always had problems. He said it has been temperamental and when he tried to recharge, he got the reposition antenna screen. The patient hadn¿t successfully charged in 5-6 months. No further complications were reported. See (B)(4) ¿ broken belt and (B)(4) replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) and the patient. It was reported that the patient could still hit the button when the battery was out before and there was a residue and it would still turn on. Now, he gets the ball with the fuse. The patient said the battery used to last a week, but all of a sudden nothing. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that both of the patient's devices were not working. One may be discharged for the 3rd time. The patient said ever since the device stopped working the patient had pain in his arm and neck. No further complications were reported.